Event description:
The complainant reported a balloon leak. No time frame for placement of tube was provided.

Manufacturer narrative:
(B)(4). The testing and investigation results indicated that balloon burst/leak/hole was confirmed. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.